Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pericardial effusion (pe) occurred post procedure. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. The procedure was being performed using transesophageal echocardiogram (tee) imaging. It was noted on pre-case day tee imaging done at a different facility, that the patient had a pe at baseline in a different area of the heart. Pre-index procedure tee imaging was not performed. Venous access was obtained. Transseptal access was completed with no issues reported. Versacross and a watchman fxd double curve access system (was) was inserted and positioned at the laa and a 27mm watchman flx pro closure device and delivery system (wds) were advanced, deployed, and did not meet release criteria after 3 full deployments, so it was removed. A 31mm wds was inserted, deployed, and implanted in the laa. Prior to removing the tee probe, a final sweep revealed a small effusion without clinical effect was noticed. The patient remained stable, and the physician could not determine if the pe was new or baseline. The procedure was concluded, and the patient was sent to recovery, where the plan was to reassess the pe in thirty (30) minutes via echocardiogram. The patient was discharged the next day. The physician did not believe access solutions contributed to the situation. Act was therapeutic during the case. The device is not expected to be returned for analysis (disposed).